Manufacturer narrative:
The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that that motor fault and hardware fault alarms have occurred on the vela ventilator while the battery was low during patient use. There was no patient harm reported because the ventilator was promptly changed when alarms went off.